Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address unstable hip, surgeon explanted liner revising with constrained pinnacle liner. When surgeon implanted the new constrained liner he observed that all the ard tabs were .5mm proud of the face of the cup. A second liner was called for, opened and implanted. Again, all the tabs were .5mm proud. The surgeon felt the liner was stable with the secondary ring holding it in place so he continued on with the procedure. He asked for a response from depuy regarding this matter-- have there been any incidents like this before regarding proud tabs on constrained liners? Surgical delay: 5mins doi: unknown - dor: (B)(6) 2012 (left hip).